Event description:
It was reported that the right atrial lead exhibited intermittent capture at high output and drop in sensing post cardioversion. The patient was asymptomatic. Fluoroscopy confirmed the lead was dislodged. The atrial lead was repositioned on (B)(6) 2017. The patient was in stable condition post procedure.